Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the stomach for ampullary biopsy during an endoscopic ultrasound with stent placement procedure performed on (B)(6) 2024. During the procedure, the stent did not open up distally. The stent was removed partially deployed on the delivery system, and the procedure was completed using another axios device. There were no patient complications reported as a result of this event. Note: according to the complainant, the axios stent was implanted in the stomach during an endoscopic ultrasound (eus) directed transgastric ercp (edge) procedure. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >or = 6 cm in size and walled-off necrosis > or = 6 cm in size with > or = 70% fluid content that are adherent to the gastric or bowel wall. The device is not indicated for an endoscopic ultrasound (eus) directed transgastric ercp (edge) procedure.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.